Manufacturer narrative:
Method - complaint history. An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. The product experience reporting database from 2004 to present was reviewed for similar reported events regarding revision due to loose stem. There have been no other events for the reported catalog number. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the stem was loose so the surgeon revised.